Event description:
The customer reported that the insulin pump will not exit the prime screen after conducting the manual prime. Troubleshooting was performed, and the insulin pump continued priming, and would not exit the prime screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. The insulin pump also had a missing end cap sticker.